Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving an air detected cassette message. The patient noted no kinks or air bubbles in the patient line. After retrying, the cycler displayed the volume error message. The cycler was rebooted, however, the volume error continued. The patient then cancelled the treatment. Upon opening the cycler door, it was noted that fluid was leaking. The cycler will be replaced. Upon follow up with the patient's nurse, it was stated that the patient has received the replacement cycler and has not had any issues. There was no adverse event associated with this event. The patient did receive prophylactic antibiotic of ceftazidime and cefazolin 1g each for 2 days per clinic procedure post the fluid leak event. Per the nurse, the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete prior peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd). The cassette was discarded. The pdrn was with another patient and could not provide the patient¿s date of birth and estimated dry weight. On (B)(6) 2018 12:50:24 est (B)(6).

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The device passed the following tests: the system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. Mushroom head check passed. Tested positive for glucose. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient reported receiving an air detected cassette message. The patient noted no kinks or air bubbles in the patient line. After retrying, the cycler displayed the volume error message. The cycler was rebooted, however, the volume error continued. The patient then cancelled the treatment. Upon opening the cycler door, it was noted that fluid was leaking. The cycler will be replaced. Upon follow up with the patient's nurse, it was stated that the patient has received the replacement cycler and has not had any issues. There was no adverse event associated with this event. The patient did receive prophylactic antibiotic of ceftazidime and cefazolin 1g each for 2 days per clinic procedure post the fluid leak event. Per the nurse, the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient was able to complete prior peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd). The cassette was discarded. The pdrn was with another patient and could not provide the patient¿s date of birth and estimated dry weight. (B)(6) 2018 12:50:24 est (B)(6)( 0 objects selected ) quick links 3226173.